Event description:
Significant amount of blood noted to be backing up into the tubing of the uac transducer set up. Blood was leaking out onto the arm board. Set up removed and replaced with a new one without further issue. Note: this set up comes pre-packaged and was already assembled.